Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was excessive residue of glue on the hub. To aid in the investigation, eight samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The samples were acceptable according to product specifications. The photo provided shows the samples received. A device history record review was completed for provided material number 305195, lot 4150728. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Can you please provide an exact date of event in this format dd-mmm-yyyy? Product was received 25/07/2024, defective product was found the same day. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. This was found on our incoming area. Therefore, it was never used in a patient. Material # 305195; batch # 4150728. It was reported by customer that product has excessive residue of glue on the hub. Rcc received a complaint via email. Email(s) attached. Product 305195 has been rejected in our incoming receiving area by our quality team for the below reason: product has excessive residue of glue on the hub. Samples available. Busse item# 8080a-1. Bd item# 305195- 18 gauge x 1" needle. Lot# 4150728. (B)(4). Qty rejected 2 cases (B)(4) pcs.

Event description:
Material # 305195 batch # 4150728. It was reported by customer that product has excessive residue of glue on the hub. Rcc received a complaint via email. Product 305195 has been rejected in our incoming receiving area by our quality team for the below reason: product has excessive residue of glue on the hub -see picture attached, samples available. Busse item# 8080a-1. Bd item# 305195- 18 gauge x 1" needle. Lot# 4150728. Po (B)(4). Qty rejected (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.